Manufacturer narrative:
Specific collection device and centrifugation information have not been supplied to date. Qc was performing within customer's established ranges. A high sensitivity system check performed by bci field service engineer (fse) on (B)(4) 2011 passed within instrument specifications. Customer product line support (cpls) testing of patient's samples confirmed patient source interferent. Root cause is associated with patient source interferent.

Event description:
A customer contacted beckman coulter inc. (Bci) to report an erroneously elevated troponin (accutni) result above the ami cutoff, generated by the unicel dxi 800 access immunoassay system , for one (1) patient. The result was reported out of the lab. Additional testing of the patient's sample on the same instrument re-produced the elevated result while testing of the patient sample on an alternate method produce a "normal" result. The patient was affected by the erroneously elevated accutni results. The patient was given an angiogram and was admitted to the cardiac care unit for 3 days.